Event description:
A report received from the USA stated an ht70 plus ventilator experienced an unresponsive touch screen. The health professional (hp) who reported the event stated, the patient was taken off the ventilator for a brief period of time for an unknown reason, once the hp attempted to reconnect the patient she noticed the touch screen to be unresponsive. There was no reported patient injury. The date of the event is unknown.

Manufacturer narrative:
The ventilator was returned to the manufacturer for further investigation. The returned device was inspected however the reported issue could not be duplicated. The device was run for approximately nine hours without incident. (B)(4).